Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving sensor scans 69 mg/dl and 98 mg/dl when compared to a competitor¿s brand meter of 103 mg/dl and 225 mg/dl. As a result, the customer experienced symptoms described as ¿gag stimulus¿, dizziness, and low blood pressure. The customer had contact with a healthcare professional and received medical treatment but no further details were provided. It was further reported that the customer took an unspecified tablet. There was no report of death or permanent impairment associated with this event.